Event description:
It was reported by customer that redness or swelling was identified at or around the central line insertion site. Trialysis/hd catheter, triple lumen in neck. It was reported this occurred with 2 devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.